Manufacturer narrative:
(B)(4). The patient was discharged from the hospital on either (B)(6) 2013. The exact date was not known. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot number gd895243 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis manifested by high fever and pain coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day as the onset of the symptoms and was placed in the intensive care unit. The patient was treated intraperitoneally and intravenously with vancomycin (dosage and frequency not reported). The cause of the peritonitis was not definitely known. The patient was discharged from the hospital. At the time of this report, the patient was fully recovered from peritonitis. The patient and the patient's family were going to be retrained on the proper pd therapy procedures at the clinic. Pd therapy was ongoing. No additional information is available. This is report 2 of 3 for this event.